Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is calibration; however, this cannot be confirmed as no product was returned for investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. H3: device has not been returned to manufacturer.

Event description:
It was reported that the pump stopped two hours early and displayed "disconnect, pump not working." The pump settings were reported to be: continuous infusion 2.2 ml/hr, reservoir volume 100 ml. The amount given was 93.45 ml. No adverse patient effects were reported.